Manufacturer narrative:
Conclusion: while the device was not returned for physical investigation. Hematoma and oozing from the access site are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure and a blood transfusion successfully treated the hematoma and the oozing from the access site.

Event description:
Vascade mvp device was selected for closure and inserted into the 8.5fr. Sheath. The disc was deployed, the sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Pressure was held for 5 minutes and there was still oozing at the access site. Additional pressure was held for 30 minutes and final hemostasis achieved. The drape was removed and a very large hematoma was observed and pressed out. Patient was given a blood transfusion. It should be noted that the physician observed the hematoma started to form after inserting the sheath. A CT scan was performed which showed no evidence of a retroperitoneal bleed. No further injury or complications noted.